Event description:
It was reported that during a surgery on the femur that the drill bit broke at the tip. It was further reported that the broken piece remained in the patient's femur. It was reported that further surgery will be conducted to remove a gamma nail. At the time of this further surgery, the surgeon plans to remove the broken drill bit.

Manufacturer narrative:
The device subject to this MDR has two possible lot numbers :08312027 and 09012017. Lot number 08312027 has a device manufacture date of 7th november 2008 and an expiration date of 1st november 2011. Lot number 09012027 has a device manufacture date of 12th january 2009 and an expiration date of 1st january 2012.